Event description:
It was reported via repair work order that the foot end lift was inoperable stuck in an elevated position due to the lift not being calibrated properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.